Manufacturer narrative:
The device has ben received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
A report received from (B)(6) stated the device displayed an e6 error message, indicating an issue with the flex circuit. Device was used during surgery. No pt or user injury was reported. No add'l info was provided.